Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the pump was explanted. No further patient complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer reported the patient was supposed to have an upcoming replacement surgery. The patient had magnetic resonance imaging (MRI) and ¿they found 2 blood clots" (unknown date) doing a MRI; so surgery was put off but they are pre scheduling it now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a device manufacturer representative indicated the patient had a refill appointment on (B)(6) 2017. The expected amount to be pulled out of the pump was 1.2 and the physician pulled out 10. The volume discrepancy had been happening for about a year and had been getting worse. The physician and patient would like to replace the pump. The patient was referred back to his physician to figure out the next steps with replacing the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The representative was still in the process of getting the device from the facility. The representative had left messages about the need for the product to be returned but have not heard back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 98.4 mcg/ml fentanyl at a dose of 46.268 mcg/day, 39.0 mcg/ml hydromorphone at a dose of 18.338 mcg/day, 492.0 mcg/ml clonidine at a dose of 231.34 mcg/day, 1.8 mg/ml bupivacaine at a dose of 0.8464 mg/day, and 492.0 mcg/ml unknown baclofen at a dose of 231.34 mcg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the pump was not working properly and the hcp recommended it be replaced. The patient reported a volume discrepancy. The actual volume was 14.2 ml and the expected volume was 4.1 ml. The patient gets filled about every two months and each month there was a volume discrepancy. It had been getting gradually worse. The healthcare provider (hcp) did a dye study about six months ago and interrogated the pump. The hcp told the patient there was nothing wrong with the catheter or the pump. It was stated that this happened every two months for about the past 8 months. There were no symptoms reported. The patient stated this was their fifth pump in nine years. Additional information was received from the hcp on 2017-feb-21. It was stated that they had been getting 7 cc more than the expected volume for several months now. Roller dye studies were performed on (B)(6) 2015 and (B)(6) 2016. The cause of the volume discrepancy was not known. The volume discrepancy had not been resolved.

Manufacturer narrative:
Report source corrected to include healthcare professional as well as consumer (previously reported). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer stated that they have been experiencing increased pain that is progressively getting worse; stated it is "a slow thing over the past years". It was noted there were volume discrepancies at refills but they consistently get back 10 ml more than expected and have for the past 3 years. They did an MRI just the other day which came back normal with no evidence or suspicion of granuloma. They have done 3 or 4 roller/dye studies over the years and all come back normal.